Event description:
It was reported that after breakfast the user experienced hypoglycemia to 56 mg/dl while using the ilet with a compatible cgm; the user treated with carbohydrates (juice, candies, ginger ale), glucose recovered within about 30 minutes, and later the user experienced hyperglycemia up to 283 mg/dl for about 1.5 hours, with the ilet increasing insulin delivery as glucose rose and cgm readings subsequently aligning with a confirmatory fingerstick. Symptoms included fatigue during the hyperglycemia and no other immediate effects. Outcomes included transient hypoglycemia followed by hyperglycemia without need for assistance, medical intervention, or hospitalization. Investigation included user coaching, review of device alerts, and event characterization through low and high glucose questionnaires. Investigation of this case revealed no device malfunction and suggested user overcorrection of hypoglycemia and expected automated insulin adjustments by the ilet, with cgm accuracy improving after confirmation by glucometer. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.